Event description:
During an online meeting, the physician shared in conversation that during a few occasions, while using the diamondback 360 coronary orbital atherectomy device (oad), perforations would be observed in areas that could not be crossed and tortuous lesions. A covered stent would be placed to treat the perforations. Although the perforation phenomenon observed was rare, at least 2 out of the 200 plus cases performed, it was the physician's opinion that the perforations occurred more often while treating with the oad vs. Other devices.

Manufacturer narrative:
Note: b3: date is approximate, as the event date was unknown. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. Csi ID: (B)(4).